Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation tmj system left standard mandibular component, catalog #: 24-6546, lot #: 682400a, biomet microfixation tmj system left fossa component, medium catalog #: 24-6561, lot #: 527970b, biomet microfixation "2.4 mm" system high torque (ht) cross-drive screw, 2.7 x 10 mm, catalog #: 91-2710, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00662, 0001032347-2018-00663, and 0001032347-2018-00664.

Event description:
It was reported by the patient that her left implants were explanted due to an infection and screws loosening. She stated she will get a custom joint in (B)(6). No additional patient consequences were reported.

Manufacturer narrative:
These parts were removed in a revision; therefore the complaint is considered confirmed. No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Device history records (dhrs) was reviewed for the tmj components and no discrepancies were found. DHR review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: loosening or displacement with or without removal of the implant. Infection (systemic or superficial). The IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00662-1, 0001032347-2018-00663-1, and 0001032347-2018-00664-1.

Event description:
This follow-up report is being submitted to relay additional information.